Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2012, a (B)(6) male patient's physician contacted zoll to report that the patient developed a rash by the front therapy electrode. On (B)(6) 2012, the patient's physician reported that the rash worsened. It was reported that the tissue was red and swollen with blisters and 'oozing yellow'. On (B)(6) 2012, a territory manager reported that the patient developed a skin infection and the patient ended use. There was no additional follow-up on the condition of the area.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.